Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a broken implant. The patient was evaluated in 2009 for a tumor of the left distal femur diagnosed as osteosarcoma paraostal. On (B)(6) 2011 the patient underwent autograft bone resection and was implanted with an angle plate. On (B)(6) 2012 the patient experienced a movement and felt a loss of stability. X-ray confirmed the osteosynthesis material rupture. The patient was maintained with a cast immobilization and on (B)(6) 2013, the surgeon proceeded to place a total knee replacement, removing the previous osteosynthesis material. It is noted that the returned parts include 5 screws that are non-synthes, that were reportedly used with synthes parts in this patient. This is report number 1 of 1 for complaint report number (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation show that based on the topography of the fracture surface, we can conclude that the implants were subjected to low dynamic bending loads. Constantly alternating load (during walking) over a very long period of time led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The implants could not resist the applied force which finally led to the material overload and fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.